Event description:
No rv pacing was found. Rv lead was pulled back and is on the upper part. The patient was hospitalized and rv lead repositioning was done. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that there is no complaint on this rv lead. The complaint is on the lv lead serial number (B)(6). Please close this report.